Event description:
It was reported that, during inspection for treatment, it was noticed that the silicone of the opsite flexifix gentle 5cmx5m stayed on the protective plastic and not on the film. The treatment continued with a smith and nephew back up device. The patient was not harmed.

Manufacturer narrative:
H10: the device, intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure. The wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review has found other related events. Smith + nephew has implemented corrective action relating to the failure reported and continue to monitor for adverse trends. H6: updated codes.